Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during inspection the large clamp screw was confirmed to be damaged.

Manufacturer narrative:
G2: foreign country - japan h3/h6: the clamp was returned and analyzed. The two pieces of the returned clamp had been separated. The adjustment screw had been broken off at the head. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.